Event description:
It was reported to philips that the geometry movements were not working the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia planned treatment procedure was being performed when the issue occurred and was completed as planned as the stand was in a position where the intervention could be completed. The customer reported to philips that the geometry movements were not working. Upon troubleshooting, the philips field service engineer (fse) identified that the fuse in ni unit of the r cabinet was blown, the fuse was replaced but it was blown again when started the system, eventually the fse found short circuit in the amc triple servo drive. To resolve the issue, the fse replaced the amc triple servo drive and made necessary adjustments, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.